Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the 2.6 mm knotless fibertak anchor noted that the soft anchor returned was closed and returned assembled with the blue suture. No suturetape/inserter was returned. As visual inspection identified a dark blue suture that is not part of the 2.6 mm knotless fibertak anchor system. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair during tightening, the implant came out of the bone from the implantation site. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. The surgeon used a screw for the fixation. It was not necessary to switch the surgical technique or do a second surgery.